Event description:
It was reported that during a de novo, mildly tortuous, moderately calcified, concentric, 90% stenosed, proximal-mid-first diagonal, left anterior descending (lad) artery stenting procedure, a tenku balloon dilatation catheter (bdc) was advanced for pre-dilatation of the proximal lad and the first diagonal lad. A non-abbott stent was implanted in the first diagonal lad and another non-abbott stent was implanted in the proximal lad using a mini-crushing technique. The tenku bdc was advanced for further dilatation again to the first diagonal, but it met resistance with the patients anatomy and a non-abbott guiding catheter and would not cross. The tenku bdc was removed from the patients anatomy and the shaft proximal to the balloon area was found wrinkled and there was coating coming off, but the account is unaware of which type of coating. Reportedly, there was resistance met while removing the tenku bdc with the non-abbott guiding catheter. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary:the device was returned for evaluation. The reported peeling could not be confirmed. The reported failure to cross, difficulty to position and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. This medwatch correspond to the device currently marketed for sale in the us.